Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed air in line. Reservoir volume: 8.8 ml. Per reporter it was confirmed that the connectors were tight, and air bubbles were present in the line. The device was powered off and tubing clamped near port. They could not remove cassette, as it was locked into place by facility. Trouble shooting was repeated but the alarm returned upon start up. The device was turned off, tubing was clamped, and they were advised to contact the provider for further assessment. The event occurred at the patient's home and was operated by a health professional. They do not have additional information at this time. There was patient involvement, and no patient harm/adverse event reported.